Manufacturer narrative:
(B)(4). Baxter received and evaluated the battery module. The battery module was found out of specification in relation to the reported "randomly dies on battery power without warning", which was observed during evaluation. Evaluation found that the capacitor c3 on the battery cell pack protection circuit printed circuit board to be dislodged. The battery cell back was replaced. (B)(4).

Event description:
It was reported that a spectrum pump randomly dies on battery power without warning. It was also reported there was no patient involvement.